Event description:
It was reported that the customer has been experiencing elevated blood glucose levels, and was hospitalized on (B)(6) 2014. Customer was treated with an insulin drip and released from the hospital the same day. Customer performed pump delivery system check and pump passed.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.